Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed low flow alarms. A specific cause for the low flow alarms could not be conclusively determined through this evaluation, however the account communicated low flow alarms were in the setting of intermittent ventricular tachycardia (vt). A direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The controller event log file contained events from 01oct2024 and 22oct2024. Low flow alarm was captured on 22oct2024 associated with elevated pulsatility index (pi) events. No other notable events or alarms were observed, and the pump appeared to have operated at the set speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, the IFU provides an explanation of pump parameters, including flow and pulsatility index. Section 4 of the IFU also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient presented with a syncopal episode and 2 ventricular assist device (vad) low flow alarms. Log files were sent for review. The event log contained clusters of persistent pulsatility index (pi) events and routine power source changes. The pi events caused the vad speed to drop to its low speed limit which was set at 5200rpm. Low flow readings were unable to be seen in the log files, likely due to the result of incoming pi events overwriting the system controller's memory. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log files. Additional information reported symptomatic ventricular assist device low flow alarms in the setting of intermittent ventricular tachycardia. Blood pressure and volume status were stable. The event log for heartmate 3 patient contained clusters of persistent pi events as well as routine power source changes. The log files also contained low flow estimates as well as a sustained low flow hazard event when the calculated pi was elevated.